Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a couple surgeries last (B)(6) and since then her device had moved and she had turned it off because coverage was not sufficient. It was noted that although the device was off, the patient occasionally experienced shocking around the device itself. The patient had turned the device off with the patient programmer (pp) and turned it down to zero on all programs. It was noted the manufacturer representative (rep) was going to meet with the patient on 2014 (B)(6) at the physician¿s office to troubleshoot and see if reprogramming even with the device off would help. The patient was considering just having the device removed during an upcoming disc decompression surgery on 2014 (B)(6) diagnostics would be performed in the future. The patient experienced less than 50% therapy relief. The cause of the issue was not determined, and the issue was not resolved. The patient¿s status was noted to be alive with no injury. Additional information received reported the rep saw the patient at the physician¿s clinic on 2014 (B)(6). The rep was unable to get ¿even close to satisfactory coverage¿ despite numerous programming changes and attempts. It was noted the device was deprogrammed and would most likely be removed during the patient¿s upcoming disc surgery on 2014 (B)(6). It was noted the device was easily seen through the patient¿s clothing and appeared to be sitting near the sacroiliac (si) joint. It was noted something had definitely changed for the worst after her surgeries in (B)(6) 2013. Additional information received reported the rep met with the patient prior to surgery on 2014 (B)(6). It was noted the device was not deprogrammed, as previously thought, but it was off. It was noted the device had ¿moved up¿ over the last few days. The rep¿s observation reported it did seem to be sitting higher in the left buttock than when the rep briefly saw the patient last week. Reprogramming was attempted and unsuccessful in getting it to cover the entirety of the patient¿s painful right leg. The patient reportedly experienced a shocking sensation when they drove and passed a cell tower. It reportedly ¿lifted the patient off the seat.¿ the implantable neurostimulator (ins), pocket adaptor, and extension were removed entirely. The proximal segment of the lead was partially removed through gentle tugging.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins was functionally okay and there were insignificant anomalies.

Manufacturer narrative:
(B)(4). Analysis of the lead (lot # l72789) found no significant anomaly. The stimulation lead body was cut through and segmented.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 74002, lot# n206750, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3998, lot# l72789, implanted: 2002 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 74002, lot# n206750, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: adapter. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension. Product ID 3998, lot# l72789, implanted: (B)(6) 2002, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported the patient had the system explanted on (B)(6) 2014 (ins, lead (proximal wires only), extensions, and accessory). The reason for removal was reportedly therapy related. There was no patient death or serious injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.